Event description:
During a t2 to s1 fusion procedure the surgeon was holding a screw with the hook or screw holder and the tip broke off inside the head of a screw. Surgeon did not remove the small piece of the tip in the screw head and it remains in the pt.

Manufacturer narrative:
The DHR was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. The investigation could not be completed, no conclusion could be drawn as the product is in evaluation.